Event description:
Customer reported there is no image on the left monitor after boot up. No pt injury reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the left monitor. System operates as intended. (B) (4)